Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. The physician was (B)(6) a call to technical services on (B)(6) 2013 states that patient came in complaining of palpatations. Patient is usually atrial pacing(ap) and ventricular pacing (vp) however, unable to get a p-waves when tried to do an right atrial (ra) sensing test and was able to see ventricular events. Technical services discussed that patient might not have sinus activity to get p-wave and possible accelerated juntional rhythm or escape rate. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)